Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, around 4:00am, the patient¿s bg level was ¿low¿, however, no specific value was provided, and it was not mentioned if this was a cgm or bg meter value. The patient self-treated with a ¿glucose pill¿. Around 8am, the patient¿s cgm was reading 90 mg/dl, and the bg meter reading was either 73 mg/dl or 68 mg/dl (the patient could not recall). The patient started experiencing confusion, shakiness, and slurred speech. The patient¿s son-in-law was with the patient and called the patient¿s granddaughter, who came over and decided to take the patient to the emergency room. It was not reported if any medication or treatment was provided to the patient for hypoglycemia reversal before going to the emergency room. At the emergency room, the staff ruled out a stroke after doing some lab work and an magnetic resonance image (MRI). It was determined the patient¿s metabolism and potassium were low. The patient was treated with magnesium, potassium, aspirin, and benadryl. The patient was discharged home after 2 days. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.